Event description:
Customer reported the system would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage power supply. System operates as intended.